Event description:
The field svc rep (fsr) reported during preventative maintenance of the device, a belt slip message was displayed. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed by the field svc rep (fsr) who received a belt slip error after replacing the speed pot. He then determined that this was related to the defective tachometer board that had been saturated with grease. The suspect part was returned for further eval. The lab tech was unable to confirm the reported issue as the returned components functioned properly and no other parts of the pump were received. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.